Event description:
Patient reported unknown side tissue expander "was infected and caused sepsis","numerous lumps in the arm pits and breast","pain in the underarm area" and"tingling sensation" . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported "unknown side "infection","numerous lumps in the arm pits and breast","pain in the underarm area" and"tingling sensation" . Device has been explanted.